Manufacturer narrative:
The reported events of a stylet insertion issue, failure to capture, and extra cardiac stimulation were not confirmed. As received, a complete lead was returned for analysis. A stylet insertion test was performed, and x-ray confirmed the stylet was able to be fully inserted / removed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited high capture threshold and the patient experienced phrenic nerve stimulation resulting in discomfort. Besides that, the guidewire was failed to advance in the lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.